Manufacturer narrative:
In the case description, the user mentioned battery life issues and the battery being swollen. The user also mentioned a start-up issue. The personal diabetes manager (pdm) was returned without the battery. A known good battery was inserted into the battery compartment. Inspection of the battery compartment found no evidence of damages due to a swollen battery. The pdm was able to charge and turn on but was unable to initialize due to a processor boot loader failure resulting in the pdm getting stuck on the loading screen. No heat was felt while the pdm was charging. Data was unable to be downloaded from the pdm and the main menu could not be accessed for testing due to it being stuck in the loading screen. Without the data, the battery life of the pdm is unable to be investigated. Without the battery being returned, it could not be confirmed that the battery was swollen as reported. The exact cause of the reported event could not be determined.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported thermal and battery event. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported by the patient that the omnipod personal diabetes manager (pdm) battery has inflated and/or swollen in the middle while charging. Patient also reported the battery charge does not last very long, and they have to charge the device several times each day. No impact on blood glucose levels was reported. Patient confirmed using the charging cable provided with the pdm.